Event description:
Received voluntary medwatch report #1010433, triage unit seq #57589, on january 6, 1997 stating "trocar broke off into three different pieces & was in the pt. The surgeon was able to retrieve all pieces and does not feel at this time that the pt will suffer any ill effects."

Manufacturer narrative:
Visual inspections & results: bullet tip condition; na. Desufflation lever condition; conforming. Inner gasket condition; conforming. Latch condition; na. Obturator condition; na. Outer gasket condition; conforming. Reset button condition; na. Sleeve condition; non conforming. Stopcock condition; good/closed. Trocar condition; na. Functional tests & results: does safety shield retract; na. Flapper door functional; conforming. Lockout functional; na. Anlaysis conclusion: based on the visual examination it was confirmed that the weld seam area exhibited cracks which extended into the housing, and the distal tip of the sleeve was broken into 7 pieces, and all the pieces were not returned. No conclusion could be reached as to how the sleeve became broken.